Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's wife called in panic screaming for help and there was an alarm noise going off in the background and the patient had passed out. The patient's wife was able to reconnect the driveline back to the system controller and connect to the mobile power unit (mpu). It sounded like the patient was trying to switch the system controller to fix the alarms that occurred when on the battery(s), and felt the exchange would fix the alarms. The patient's wife reported that over the weekend the patient had been having trouble with battery alarms and trying to switch the battery clip(s) and battery(s), so the patient tried to switch the system controller on their own. After everything was connected, the patient regained consciousness. The patient did not recall what the visual alarm read, but was noted as a steady red tone. The patient was given new battery clip(s).

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the system controller being exchanged by the patient due to atypical alarms was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. The root cause of the reported atypical alarms could not be conclusively determined through this analysis. Although not confirmed, the reported event of the controller being exchanged by the patient was determined to be due to user error. The device history records were reviewed and the records revealed that the heartmate 3 system controller, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06jan2019. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. This section also states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Heartmate 3 IFU section 2 ¿ ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.